Event description:
It was reported that the site was having problem with their handheld and they could not interrogate. It was indicated that one of the prongs of the serial adapter that goes into the wand was bent. After squeezing and wiggling the connection part, the site could finally get the programming system to work. New programming system was mailed to the site. Good faith attempts to get the handheld back to manufacturer for product analysis is unsuccessful.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.